Event description:
A peritoneal dialysis patient's wife has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient's wife states upon cancelling the treatment, she removed the tubing set and saw that there was fluid gushing out and into the cycler. Peritoneal dialysis nurse reports patient has had no ill effects, or antibiotics administered. Effluent has remained clear. There is a sample available for evaluation.